Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2) generated erroneous troponin I (accutni) results on two patient samples. Customer reported that access accutni reagent, lot 121410, and access accutni calibrators (s0-s5), lot 116459, were used in conjunction with the access 2 analyzer. Customer reported that one erroneous result was reported out of the laboratory. Customer reported that the physician ordered a redraw. Customer reported that the redraw result was negative. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the main pipettor tip and adjusted the ultrasonics to 197 vac. The fse also verified that the vacuum system and mixer speed were operating within instrument specifications. The fse performed a routine system check and a high sensitivity system check; both tests passed within instrument specifications.